Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the trial went very well for the patient. It was further reported that when the therapy was on it was working and helping the patient. Shortly after implant the patient had an ischemic stroke so they had stopped using the device and turned it off. The caller reported the patient had a lot of uti's and this had been an issue for the patient in addition to the urinary incontinence, which was why they had the device implanted. The uti's caused the patient a lot of pain when trying to urinate and they had a lot of spasms and problems with their bladder. Caller reported the patient had uti 8 times in the last year and also sepsis almost twice. They kept putting catheters in the patient and a super pubic catheter and they just bred infection and were causing problems so the patient's husband asked them to stop using catheters. Since then the patient had done much better. The caller reported that the patient's healthcare provider thought that with their improvement and recovery from the stroke, it might be a good time to turn the device back on and told them there was 4 years left on the battery and their sacral nerve was responding. The device was turned back on and reprogrammed by a nurse. The caller wanted to know if it was ok to keep the device on if the patient had a uti, or if it should be turned off during that time. They were redirected to the healthcare provider to discuss this. The patient had a follow-up appointment with urologist in (B)(6) and an appointment with their primary care physician the day of the call. No further complications were reported or anticipated.